Event description:
Customer reported a contained leak occurred when using the coulter lh 750 hematology analyzer. The leak was described as a drip below the rbc (red blood cell) bath aperture 2 or sweepflow line on the instrument. The volume was reported as less than 5 ml. The operator was wearing personal protective equipment of gloves and lab coat at the time of the leak. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found the leak was from the rbc (red blood cell) bath aperture 2. The fse reseated the rbc bath to the apertures to resolve the leak. (B)(4).